Event description:
Reporter stated a neonate capillary sample was tested, using the suspect device, with a result of 87 mg/dl. An additional capillary sample obtained from neonate, 5 minutes earlier, measured 56 mg/dl in the facility's lab. Reporter noted that an additional comparison was performed using neonate's capillary blood: suspect device = 57 mg/dl and lab = 83 mg/dl (samples obtained 4 minutes apart). Reporter did not indicate if neonate was treated based on the values obtained on the suspect device. Reporter did not know if quality control testing had been performed on the suspect device. No product was returned to the manufacturer for evaluation.